Event description:
During cardiac cath stent procedure, wire became lodged in right coronary artery after stent placement. Multiple techniques used to free wire were unsuccessful. Patient to operating room. Coronary artery bypass graft (CABG) performed, retained wire removed but a small piece remains.